Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with injection (inj) of amikacin 125 milligrams (frequency not reported) and inj of ceftazidime 500 milligrams (frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as patient made mistake and did not wear a mask. It was not reported it the patient was retrained on proper aseptic technique. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.